Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) on (B)(6) 2010, however, when interrogated on (B)(6) 2011, the device status was found to be at middle of life 2 (mol2). The patient's physician elected to replace the device. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.